Manufacturer narrative:
(B)(6). No serious injury or death involved in this complaint. Malfunction alleged. Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has no alarm. MDR filed with the FDA. The event was not filed with (B)(6).

Event description:
Per the independent repair center, the customer alleged problem is the units alarm is not functional. The key failure is the power switch has no alarm.